Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reloaded the cartridge to resolve the issue.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.